Manufacturer narrative:
Lot # 084864 updated. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: visual inspection and mar report confirmed screw fracture. Material analysis report concluded; "the submitted screw was found to have failed in a unidirectional bending fatigue mode. The material was found to conform to the material specified on the print. No material or manufacturing defects were found." Based on the provided patient information and mar the root cause of the screw fracture is fatigue. Mar concluded the submitted screw was found to have failed in a unidirectional bending fatigue mode. Patients reported accident together with patient's given history of pseudarthrosis causing additional stress on the implant are factors resulting in the screw fracture due to fatigue. It should be noted as stated in the IFU, that fatigue fracture of spinal fixation devices has occurred. Internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. The implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. Conclusion: it can be concluded that screw fracture in the reported event was due to fatigue.

Event description:
The patient reported that he had an accident at work and was fallen into the door frame of this car backwards and received an injury at this back. An xray has been taken and it was observed that one of the screws was broken. A revision surgery has been scheduled.

Event description:
The patient reported that he had an accident at work and was fallen into the door frame of this car backwards and received an injury at this back. An xray has been taken and it was observed that one of the screws was broken. A revision surgery has been scheduled.